Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had the ins surgery on a thursday and came home on friday and most of the day it was ok but when all the medicine wore off their leg felt like they were standing in a puddle of water with an electric cord in their hand. Patient stated they called and talked to someone and they told them to take the stimulation down to 1.5 and then they felt nothing and they don't know if it's working or not. Patient said they went back in 2 days later and they took it back up to at least 1.6 and now they can feel it but they feel it after they goes to the bathroom which they should be just feeling it before they go. The patient was redirected to their healthcare provider to further address the issue.